Manufacturer narrative:
The device associated with this report was requested back for eval, but it has not yet been received.

Event description:
The company received a report that the unit did not provide an audio tone. The customer reported no pt involvement.